Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported a right side (rupture; silicone). Healthcare professional reported "free silicone." Healthcare professional later reported "capsular contracture, baker grade unknown ". Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a right side (rupture, silicone). Healthcare professional reported, "free silicone". And later reported, "capsular contracture, baker grade unknown". The device has been explanted and replaced.